Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately high compared to the another meter. Specific blood glucose results were not provided; the lay user/patient stated the lifescan meter readings are consistently 0.5 to 2.5 mmol/l higher when compared with another meter. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.